Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subjected device had blurry screen. There were no reports of patient harm.

Event description:
No additional information from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: d9 - date returned to mfg, h4, h6 and h11 a definitive root cause could not be identified. Based on the results of the investigation, it is likely the malfunction was caused by a third-party repair on the ccd (charged coupled device) sensor. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.